Manufacturer narrative:
Investigation conclusion:a review of complaint history did not identify any adverse trends for the reported issue for these lots. A review of the DHR found that the lot met all release criteria. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: can not duplicate with retain testing. Source: phone.

Event description:
Customer reporting 1 discordant sars result. Customer states they have been symptomatic for 2 days and was faintly positive by qv otc but negative by another brand rapid antigen test.